Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled.

Event description:
The pt contacted animas alleging that keypad button presses did not activate desired pump functions. The patient claimed that the keypad required several, hard presses before the pump would respond. The pt also claimed that the keypad buttons would not click or spring back. The pt denied that the keypad was peeling or damaged.